Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 18gbl521 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the kit was opened on the side seal upon receipt, out of the case.

Event description:
It was reported that the kit was opened on the side seal upon receipt, out of the case.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of outer packaging being open is confirmed but the exact cause could not be determined. One bard mypicc kit was returned for investigation with ref: ck000610 and lot: 18gbl521. The outer bag seal was observed to be partially opened. The opened area measured to be 17 cm starting 8.8 cm from the left side of the kit. The presence of material transfer from the seal measured to be 1.2 cm in thickness and was consistent across the open section of the seal. The pouch within the package containing the lidocaine vial appears to be damaged since fluid was observed within the packaging. The kit appears to have been handled with a large force that caused a break in the lidocaine vial and header bag seal. The packaging shows evidence that it was properly sealed, but must have been inadvertently opened and may have occurred outside bd control due to improper handling or storage conditions.